Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in section a, g4, g7, h2, h6 (method code), and h10. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained patient demographic information.

Manufacturer narrative:
Additional and corrected information can be found in the following sections and fields: section b1 has been updated from 'adverse event' to 'adverse event and product problem' as there is evidence to suggest that the identified failure mode caused/contributed to the reported complication. Section d and fields g5 and h4 have been updated to reflect the product information of the endoscope that was in use when the reported event occurred. Device expiration date for section d4 was left blank as this endoscope has(B)(4) lives, which are tracked by the da vinci surgical system. This reported issue occurred on the endoscope's 32nd usage and, therefore, had not expired. The h6 device problem codes have been updated to include '2923' as failure analysis found the attached endoscope adapter (aea) to be dislodged. The h6 result codes have been updated with codes '431,' 748,' and '802' to point to the aea. The h6 conclusion code has been updated to '23' as there is evidence to suggest that this reported issue could be related to device assembly. Patient information in sections a and b remain blank. Although follow-up was performed, the information was either unknown, unavailable, or not provided. This report has been generated in response to FDA inspectional observations dated (B)(6)2020.

Event description:
Refer to h10/h11 for corrected/additional information.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication experienced by the patient and the customer reported failure mode are unknown. Isi has received the endoscope involved with this complaint. However, as of the date of this report, the evaluation of the endoscope has not been completed. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that the surgical staff could not properly control the movements of unspecified instruments and the patient suffered a rectal lesion which required medical intervention. However, at this time, the root cause of the customer reported failure mode and the patient¿s intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted cystectomy procedure, the initial reporter claimed that the surgical staff could not correctly control instrument movements as the image of the 0 degree endoscope was inversed. The procedure was completed with a delay of one hour using a backup endoscope. There were no fragments that fell inside of the patient's anatomy; it was noted that the patient suffered a rectal lesion. On 09/16/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site¿s biomed department: the da vinci-assisted surgical procedure was recorded on video. However, it is unknown if the video is available for isi to review. The reporter from the biomed department was not present during the beginning of the case. However, based on what she observed, ¿the controls were reversed despite a good positioning of the optics in the robot.¿ the alleged issue was resolved after the surgical staff replaced the endoscope. In relation to the rectal lesion, the surgeon believes the rectal complication was caused by ¿bad perception¿ since ¿the commands were reversed as soon as the endoscope was introduced.¿ as a result, ¿the surgeon had to suture the rectum with several threads.¿ no post-operative complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm 0 degree endoscope involved with this complaint. The endoscope was noted to have a dislodged camera adapter. The endoscope was also found to have a missing aea retaining ring or screws. Visible holes in the teflon wrap were identified. In addition, error 48225 and 48229 were found in the logs. The endoscope was repaired. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that the surgical staff could not properly control the movements of unspecified instruments and the patient suffered a rectal lesion which required medical intervention. However, at this time, the root causes of the customer reported failure mode and the patient¿s intra-operative complication are still unknown.

Manufacturer narrative:
The retaining ring that holds the endoscope to the attached endoscope adapter (aea) was missing, resulting in a loose/dislodged aea. This issue is attributed to the missing retaining ring and subsequent loose/dislodged aea as this could result in uncontrolled image (as described by the customer as an inversed image) and free movement of the endoscope. The root cause for the missing retaining ring was unable to be determined, but could be potentially be related to device assembly.